Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatoduodenectomy, after the stapler press the firing insurance, the normal firing can not be done and the handle could not be squeezed. They change the cartridge to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, after the stapler press the firing insurance, the normal firing can not be done and the handle could not be squeezed. They change the cartridge to complete the case and resolve the issue.